Event description:
The customer was admitted to the hosp for high blood glucose levels and diabetic ketoacidosis. The program history showed the pump was set to default settings. The alarm history showed the customer had received a e-13 and a e-01 alarm in the history record. The customer did not call the helpline at the time and the customer did not reprogram the pump after the alarms.